Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, red particles and the device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on the device due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side extra capsular rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side extra capsular rupture. The device has been explanted.